Manufacturer narrative:
The customer¿s report of backflow was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a particle, identified to be propylene polystyrene, between the housing seal and the diaphragm. The size of the particle was measured to be 0.0642¿ long. The cause of the check valve failure is due to a propylene polystyrene particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the propylene polystyrene particle was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the nurse was about to pause a secondary magnesium sulfate 1mg ivpb infusion at 50ml/hr, and instead of pausing the pump, the drip rate of the secondary ivpb sped up. The primary infusion was d5.9ns at 100ml/hr. The nurse disconnected the medication from the patient and removed the pump from the room. The medication was restarted on a new device and the components were saved for evaluation. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.